Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump powers off and erases all of the insulin pump settings. The patient's blood glucose at the time of incident is unknown; however, the mother stated that it was a lower value. Troubleshooting was initiated for the battery issues. The mother mentioned that there were several low battery alerts in the alarm history along with instances of battery out limit, weak battery, and failed battery test alarms. The mother also confirmed that the insulin pump did not receive a low battery alert prior to the off no power events. The battery was not previously used, nor was the insulin pump dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. The customer was advised to insert a new (B)(6) aaa alkaline battery and to monitor the insulin pump. No products were returned and a replacement battery cap was shipped to the customer to rule the battery cap out as a possible cause.